Event description:
During uterine fibroid embolization the tip of the fathom 16 micro wire broke off the main micro wire while within the right uterine artery. Radiologist was attempting to remove the wire and catheter when this occurred. Manufacturer response for steerable guidewire, fathom - 16 straight tip steerable guidewire (per site reporter) ====================== manufacturer has not received device yet.